Event description:
Event description guidant received information that the atrial electrogram storage was programmed to 0% as recommended in the advisory issues on this implantable cardioverter defibrillator (ICD). It was further reported that the patient died while in a nursing home after being sedated for four days. The patient's wife indicated the ICD did not deliver any shocks to the patient. However, it has been confirmed that no allegations were made against the ICD.